Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. Extreme care should be taken to avoid needle puncture or other damage to the tissue expander or the injection site during the expansion process. To minimize the risk of tissue expander damage during expansion, fill the expander only with sterile saline for injection and use the appropriate location methods and instruments, as described in instructions for use.

Event description:
Health professional reported unspecified side deflation of tissue expander. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles in the shell, one opening curved on radius and clear fluids inside the device. Leak test and microscopic analysis was performed which identified: one opening sharp on radius. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening.

Event description:
Device has been explanted.